Event description:
Device unraveled during use; no retained item in patient. Surgical procedure cystoscopy right ureteroscopy with holmium laser - general. Cysto right ureteric stent insertion cystoscopic - general. Urinary calculus removal - general.